Event description:
Approximately two (2) days post arthroscopic right shoulder stabilization procedure performed in 2006, the catheter broke within the patient while being removed. An approximate 5 cm segment remained in the patient. The patient required a second hospital admission to have the catheter segment removed. To date, the patient has had no further adverse effects from this incident.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. As reported, the patient did not require additional treatment from the time of the catheter segment removal. No further information has been able to be obtained. Without the actual product, a complete analysis cannot be conducted. However, we tested four (4) retain catheters from the same catheter sub lot (452649) involved in this incident. The tensile strength of the "mid-body" and "infusion" segment was tested, and the results were found to be within acceptable limits. In addition, a review of complaint history showed that this is the only catheter break related incident from this lot. Further investigation was conducted on previous catheter break incidents in order to show whether there is any change in the trend or not. The catheter break failure rate was calculated since 2002 by dividing the number of total catheter breaks over the total number of catheters shipped and it was found that there has not been any change in the trend observed. The risk of analysis of a catheter break also showed that the catheter breaks are occurring within the estimated risks limits. In addition, I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30 -days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.